Event description:
The customer reported that the subject device would not stop insufflation automatically, so the measuring pressure was higher than the set pressure. The intended procedure was completed without issue. There was no patient harm or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
The customer's report was not confirmed by olympus repair center. It is likely the device could not stop its insufflation automatically because the measuring pressure was higher than the set pressure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.